Manufacturer narrative:
Device evaluation completed on february 15 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation of the sm mpp gel 400cc returned device, a crease was found extended from the anterior to the posterior view. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 19, 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3507300mc, sn#: (B)(6) , r/ cat#: 3507300mc, sn#: (B)(6) on (B)(6) 2022. The health care professional confirmed product to be mentor, and the left implant lot is 5852931 400cc ¿ r ruptured not able to read. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 22, 2022 mentor became aware that mistakenly missed reporting that the device was received in follow up(2). Manufacturer¿s reference number: (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with two unknown mentor silicone breast implants has experienced right-sided implant rupture, and unexplained systemic symptoms postoperatively, including autoimmune pain and inflammation of the body. The MRI examination confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.